Manufacturer narrative:
Further information was requested but not received.

Event description:
Following an in-label magnetic resonance imaging (MRI) procedure, the device delivered an erroneous parameters error message. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.